Manufacturer narrative:
Concomitant medical devices: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving intrathecal lioresal via an implanted infusion pump. The pump was programmed to deliver lioresal 2000mcg/ml at a dose of 271.1mcg/day. The pump's indication for use (IFU) was listed as intractable spasticity. The pump was replaced (B)(6) 2015 and the catheter was aspirated and patent. On (B)(6) 2015, the patient reported that they developed increased spasticity and a return of spasticity; the catheter was replaced and returned to the manufacturer. The patient's status was reported as 'alive - no injury'. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, additional information was received from a hcp (healthcare professional). Other medications the patient was taking at the time of the event included tizanidine, gabapentin, and lorazepam. The patient's pertinent medical history included c6-c7 quadriplegia with spasticity. A malfunction of the catheter was found and the catheter was replaced. This replacement resolved the patient's increased spasticity and the problems resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter revealed acceptable catheter testing. It was noted that an incomplete catheter was returned. The catheter was returned in segments.